Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Initial reporter phone: (B)(6). Review of the device history record showed beere (presently tecomet kenosha) manufactured the 2.5mm hex screwdriver - long, part number (p/n) 388.395, and lot number 5194180 (supplier lot 562313c06) for purchase order (B)(4). The supplier¿s certificate of compliance (dated (B)(4) 2006) indicates the parts were manufactured to p/n 388.395, revision ¿e¿ and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number 388if395, revision ¿f¿ (completed (B)(4) 2006 with a correction dated (B)(4) 2008). No material review reports were generated for this lot. P/n 388.395 is made from drawing, 388.395, revision ¿e¿, released on (B)(4) 2005. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with pangea construct at levels t10-l5 on an unknown date. The patient was returned to the operating room (or) on (B)(6) 2014 for revision surgery. Reportedly the surgeon revised the decompression and fusion procedure at levels t10-l5 to extend the construct to additional levels above and below the pangea construct due to adjacent level disc disease. During the revision surgery, in the process of removing one of the transconnectors in the construct, the screwdriver broke off into the transconnector screw head. There were no fragments to retrieve the tip of the screwdriver remained in the transconnector screw head. The surgeon removed all hardware using a compatible screwdriver and revised the patient to competitor¿s system. There was a two minute delay in surgery. . This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Teleflex medical, inc./ beere precision medical instruments manufactured the 2.5mm hex screwdriver, part number 388.395, and lot number 5194180. Due to an unknown cause, the tip of the screwdriver broke off, and broken piece is not with complaint. Initially, the part conformed to the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.